Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and plastic chipped off while changing the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor error, no delivery alarms due to a33 alarm. However, device passed rewind test and displacement test. Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and no broken noted. (B)(4).